Event description:
It was further reported perioperative antibiotics were administered. It was noted the patient did not have meningitis. It was stated there was swelling and the wires eroded the skin. It was noted the primary location of the infection was at the lumbar region. It was noted a culture was obtained from the device pocket. It was noted the type of organism that was cultured was ¿methicillin staph aureus.¿ it was noted IV antibiotics and oral antibiotics were given. It was noted before the implantation of the device the patient had an autoimmune disorder of psoriasis. It was stated the infection resolved.

Manufacturer narrative:
Concomitant medical product: product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a suspected infection was seen intra-op on the day of the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
It was also reported that, upon opening the ipg (implantable pulse generator) pocket, there was "question of infection." The physician sent for cultures and explanted the device. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.